Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized on (B)(6) 2019 due to low or high blood glucose levels. The customer was hospitalized on two separate occasions with unknown blood glucose levels at the time of the incidents. The customer was on dialysis around the time of the incidents. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. No further information was obtained. The insulin pump will not be returned for analysis.